Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device has a damaged downstream occlusion (dso) and scratches on the lens" was confirmed. The dso sensor was found in good condition, the dso seal presented signs that a bubble was beginning to form, and the dso seal was replaced. The lens was scratched and replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a damaged downstream occlusion (dso) seal and scratches on the lens. There was no patient involvement.